Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was showing the time an hour ahead of the current time. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was 1 hour ahead of the current time. A technical support specialist ran a script to set the correct time, confirming it was accurate. The system functioned as intended after the technical support specialist troubleshot the device.